Manufacturer narrative:
(B)(4).

Event description:
The user is questioning the device giving the "plug pads in" voice prompt repeatedly during a patient use event. A second defibrillator was used and the patient survived. The pads in question were discarded by the user.